Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The lesion being treated was a 95% stenotic lesion in a tortuous apical lad coronary artery. The patient was asymptomatic during this event. The procedure was successfully completed. No patient injuries were reported. Patient status is reported as 'good'.